Manufacturer narrative:
(B)(4) 2013: a review of the manufacturing records confirmed that the subject lead was fabricated and released in accordance with established procedures. The final analysis from the manufacturer is pending.

Event description:
On (B)(4) 2013 (B)(4), a sorin crm USA, inc. Technical service specialist, called patient tracking. According to ms. (B)(4), this lead, ij24u serial number (B)(4) was x-rayed and appeared to be uncoiling. The lead was capped on (B)(6) 2013. A medtronic 6935-65 lead was implanted.